Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump screen was dead and when he presses a button the display flashes and then fades back out. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer stated that the moisture exposure occurred at the lake this weekend. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronics. Unable to verify the flashing screen or faded screen due to the blank display. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.